Event description:
Drug library not found in pump. Male pt brought into ER with possible pulmonary embolism. Nurse attempted to administer levophed; however, the drug library could not be found in the pump. The pt was coding, so the nurse switched to a second pump. There was a malfunction when the nurse tried to start the infusion. The pump was power cycled "off" and then back "on", at which time the drug library was found and the infusion began. The pump ran for 30 minutes at 3 different rates - 10 ml/hr, 20 ml/hr and 30 ml/hr. The amount infused over the 30 minutes was 10-20 ml. The pt's death was called at 30 minutes. Biomed stated that 3 pumps were in the ER room at the time of the event. All 3 will be sent in for eval.

Manufacturer narrative:
The eval is currently underway. A follow-up report will be initiated after the eval is complete.